Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that she noticed lack of watertightness using the trocars of a pak during several procedures. It was impossible to maintain a constant pressure in the eyes and several ruptures of capsular bags occurred. Per the surgeon, it was directly linked with these lack of watertightness, it could be some possible consequences for the patients. Additional information has been requested but not received to date.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Evaluation summary: two opened 25 ga trocar hub/cannula assemblies and three handle/blade assemblies with no tip protector were received for the report of valved trocars were leaking. The returned samples were visually inspected. Sample 1 was found to be nonconforming with a septum that does not close and sample 2 was found to be conforming. For this complaint file, the final customer lot was identified. For this final lot, twelve 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. One lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the products acceptance criteria. Ten lots had no anomalies found based on the device history record reviews. No additional investigation was required based on device history. It is unknown how or when the samples became damaged because they were returned opened. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint reported lot included affected manufacturing lots.

Event description:
On 11/18/2015, the surgeon confirmed that due to a leak of trocars 2 or 3 patients experienced a capsular rupture. The surgeon also reported that they knew how to deal with capsular ruptures and it did not induce any (other or long-term) consequences for the patients. No additional information is expected.

Manufacturer narrative:
The sample has been received by a company representative.

Event description:
Additional information was received from the surgeon who reported that lack of watertightness of the valved trocars induced hypotonia in case of combined surgery for a female patient only event resolved without treatment, without any unplanned medical or surgical intervention. Surgeon did not mention any capsular tear, and did not complete any field relevant to capsular tear in the questionnaire . This is one of two reports being filed for this facility.